Event description:
Health professional called to report a port replacement due to a suspected leakage from the device. "The patient had complained of no feeling of restriction, so the doctor withdrew saline solution in the band and noted a large leak observed during adjustment." Follow-up in progress.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."